Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was between 150 and 160 mg/dl. The customer complained of nausea and high ketones. He was placed on an intravenous and insulin drip. The customer stated that he felt better after having been admitted for 4 hours in the emergency room and was released. He stated that the insulin pump had alarmed motor error during a bolus delivery about two weeks prior, as well as no delivery sporadically for over a month. He had done a set change prior to the hospitalization. He was assisted in performing a 5.0 unit fixed prime, and he reported that insulin exited. He stated that he was able to complete the rewind sequence. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.